Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was experiencing overstimulation at the ipg site. It was also reported that reprogramming attempts were made, and all impedances and x-rays showed no anomalies. As a result, the patient's drg system was explanted.